Event description:
It was reported that a pump in the ER care area "said that it was infusing but it was not with no alarms occuring of any upstream or downstream occlusions". The customer stated that the pt that was being intubated with the ER care area and the pump was programmed to infuse propofol at an original rete of 5mcg/kg/min followed by a second programmed rate of 10mcg/kg/min. The pharmacist programmed the pump three times before changing the pump, at which point the infusion was continued at an unk rate. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of an undetected occlusion could not be reproduced during the eval. Upstream occlusion and downstream occlusion tests were performed per spectrum service manual preventative maintenance procedures with unit passing. The unit also passed add'l upstream occlusion and downstream occlusion tests. The unit passed flow rate test iaw the pm procedure and was found to deliver within design spec. The device also passed add'l flow rate tests. Review of the history log shows the pump experienced a downstream occlusion alarm during the second attempt at the propofol infusion, then auto restarted. The device failed to complete service in a timely manner and was replaced.